Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part: 03.019.026-15 lot: 90501p4 manufacturing site: balsthal release to warehouse: 26-nov-2025 a DHR evaluation was performed for the finished device article #03.019.026-15 lot # 90501p4, and no non-conformances were identified. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that guide rod ø2.5 f/hollow drill w/stop l23 had deformed/bent. "The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing." Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the guide rod ø2.5 f/hollow drill w/stop l23 would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during the procedure, at the point of entry, two of the previously mentioned references are folded.